Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: separated guide wire tip remains in patient. Device issue: guide wire tip separation. It was reported that the procedure involved treating a heavily calcified right coronary artery (rca) in the medial sector. While advancing the bhw guide wire towards the lesion, there were no real problems. After dilating and stenting the lesion, the physician decided to postdilate the lesion. The bhw guide wire was advanced again to the lesion and the implanted stent was postdilated successfully. An attempt was made to retract the guide wire, but this was not possible due to the heavy calcification. After a few tries, and with rotating the guide wire, the tip of the guide wire suddenly and abruptly broke. It looked as though the coils of the guide wire were stretched. Several attempts to remove the distal tip from the patient were made by making a loop; however, unfortunately, the distal end of the guide wire could not be retracted and it remains inside the patient's rca. It is planned to intervene the patient to try to get the distal guide wire tip in a second procedure (not done as of 2009). Right now, the patient is well. A cine of the procedure was provided. No additional event or patient information is available.